Manufacturer narrative:
Complaint no: (B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow up, it was additionally reported that the cause of break in aseptic technique was due to the patient's dog sleeping in the room. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further specified as a touch contamination. Ten days after the onset of peritonitis, the patient was hospitalized for the event. The peritonitis was manifested by cloudy effluent. The patient was treated with cipro (orally, dose and frequency not reported, treatment ongoing) for peritonitis. At the time of this report, the patient was recovering from the event and has been discharged from the hospital after four days. Dianeal therapy was discontinued and the patient was placed on hemodialysis. The patient has not yet been retrained on proper aseptic technique. No additional information is available at this time.